Event description:
It was reported that a spectrum iq pump under infused during ferric gluconate therapy, 135cc/hr rate and 250ml volume. The event occurred at the infusion center unit. There was no report of patient injury or medical intervention associated with this event no additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.